Manufacturer narrative:
An investigation was not possible because no product was send us for investigation. As described in our instructions for use, in the treatment of hydrocephalus with shunts, the following complications may arise (as described in scientific literature): infections, blockages caused by protein and/or blood in the cerebrospinal fluid or over-/ and under-drainage. However, we cannot finally clarify what led to catheter blockage, as this would require an examination of the shunt system. Based on our documentation however we can exclude a defect at the time of release. The progav® shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
About one year after operation, the product catheter was blocked. The sample is kept by the hospital. No further information available.